Event description:
Following placement of band on left fallopian tube, on release of tube from applicator, band broke causing bleeding into mesosalpinx. Bleeding led to an expanding hematoma which could not be controlled by application of add'l bands. An excision of the left tube and ovary was performed to control bleeding.

Manufacturer narrative:
Thirteen unopened procedure packages were returned from the user facility. A sample of the returned bands was tested following the test methods used during routine production. These tests are described in the initial report dated 2/24/97. Ten bands were dilation tested and ten bands were pressure tested. The ten bands that were dilation tested passed this test in that none of them split or tore. One of the ten bands that was pressure tested failed the pressure test. It should be noted that during routine quality control testing of bands, for every sample of thirty-two bands from each coil. Two bands are allowed to fail the pressure test and still have the coil meet specification.